Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria the consoles received signal amplitude (rsa) value associated with both events was reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported a system message code if the value decreases below a threshold limit at any point during priming or surgery when the intraocular pressure (iop) function is enabled. Analysis of the returned sample revealed that the customer¿s event is related to a non-conforming rsa value associated with the cassette. Dimensional features associated with the manufacturing process appear to be the major contributing factor in low rsa values. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the cassette leaked during priming for a vitrectomy procedure. The product was replaced with another one and they were able to proceed and the planned procedure was completed. There was no patient involvement.